Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 2.5 months after the dental implant and healing abutment were placed in ada site 14, the implant had not achieved osseointegration in type iii bone was overloading onto healing abutment. Clinician noted pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 2.5 months after the dental implant and healing abutment were placed in ada site 14, the implant had not achieved osseointegration in type iii bone. Bone was overloading onto healing abutment. Clinician noted pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.